Event description:
It was reported that a patient underwent a breast augmentation surgery with 550cc mentor memorygel breast implants. Post-operatively, the patient experienced unspecified health issues. At the time of this report, it is not known if the patient has consulted with a medical professional, and mentor has no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-14554 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or re-operation: the patient has not undergone explantation or re-operation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 22, 2025, additional information was received indicating the patient experienced fibromyalgia, chronic pain and brain fog. The patient underwent explantation on an unknown date in 2024. As a result, the date of explantation has been estimated as (B)(6) 2024 until further clarification is received. Reason for device explant and/or reoperation: fibromyalgia, chronic pain brain fog manufacturer¿s reference number: (B)(4).